Event description:
The pt had a lap band port placed surgically three years ago at another hospital. The port does not seem to be holding pressure and the pt likely has had a leak from this port, but the cause is unknown. The surgeon replaced the lap band port six months ago. The pt had an uneventful post-op course without complications and was discharged home.